Event description:
Rec'd info the physician feels the needle gauge is too thin causing it to break. He would like to see a longer needle included in the trial kit - the 25 gauge needle has broken when bending during insertion. Currently, the kit includes a 1in 25ga needle. The physician would like to have a 2in needle. The physician would like the needle to be 22ga since he likes to bend it and the 25ga needle has broken on him when he did this. He bends the needle to more easily inject under the skin in a wide circle rather than from a single central injection site. He believes this is less painful to the pt than multiple straight in sticks.

Manufacturer narrative:
(B)(4).